Event description:
The valve was abandoned at implant due ot torn leaflet. The tear was detected by the surgeon during the case and while suturing the valve. The device was intra-operatively replaced with no pt complication reported.